Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 2.25 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. The proximal end of the stent was bunched and pushed in a distal direction exposing the proximal balloon wall. The stent was moved in a distal direction over the distal balloon cone. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum stent profile measurement was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x28mm synergy¿ drug-eluting stent was advanced in conjunction with a non-bsc guide extension catheter. However, it was noted that the distal portion of the stent struts was lifted. The device was simply and completely removed from the patient and the procedure was completed with a synergy¿ stent. No patient complications were reported and the patient's status was good.